Manufacturer narrative:
Updated h6 - patient & device codes.

Event description:
It was reported that the device was broken/damaged. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was not confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Upon visual inspection the service technician noted that they replaced missing handle and corroded left/right iui. Reflash of the device software and subsequent functional testing the pump module functioned properly with no further software failures occurring. Review of the pump module error logs confirmed the software failure was present in the logs. Device history review: a review of the device history record for sn (B)(4) was performed from date of manufacture 12/18/2019 to the present date 12/11/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device was broken/damaged. There was no patient involvement.